Event description:
It was reported that the implantable neurostimulator (ins) had stopped functioning. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).